Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the refrigerator not showing up for nurses when they try to override and take a medication out of the refrigerator. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the refrigerator not showing up for nurses when they try to override and take a medication out of the refrigerator. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the incident, it was determined that the refrigerator did not appear for users attempting to override and retrieve items. A technical support specialist (tss) reviewed the device event reports and observed that medications were overridden in the smart remote manager. The tss attempted to contact the customer but there was no response. The system functioned as intended after the technical service engineer verified the device.